Event description:
It was reported that the user¿s caregiver received unfamiliar prompts on the ilet to connect a cgm or enter blood glucose, and the ilet displayed the sensor type as abbott freestyle libre 3+ even though the user wears dexcom g7, leading to incorrect pairing and dosing stops soon alerts; the agent assisted in switching the ilet sensor setting to dexcom g7 and entering a fingerstick value, after which glucose readings populated on the ilet with a blood glucose of 217 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.